Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown) for cardiac arrest, the device delayed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-02786 for a similar event reported from the same customer.

Manufacturer narrative:
The malfunction was duplicated and attributed to a loose battery lugs. Internal inspection of the device found that the battery terminal lug nuts were not tightened causing increased resistance across the terminal resulting in a longer charging time. The device was repaired and passed all final testing, the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.